Event description:
Device delivered in 16 hours versus the expected 24 hours. The device contained 3000mg of 5fu and normal saline for a total fill volume of 120ml. Reporter states no patient injury resulted from reported incident.